Manufacturer narrative:
No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. One product coated the same day than the complaint device underwent water permeability testing. Tests results indicated values well within product specifications. No leakage was observed at the sewn seams. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device was not defective.

Event description:
Pt underwent an abdominal vascular procedure in 2007. During the procedure, bleeding was evidenced around the bifurcation of the graft. Bleeding was stopped by applying hemostatic agent and with additional suturing. Graft remained implanted in the pt.